Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The footswitch was installed onto a calibrated system. The footswitch was verified to function as intended. The footswitch (which belongs to the system) was determined to meet specification. The root cause of the reported event can be attributed to a nonconforming printed circuit board (pcb) interface breakout. However, how and when the pcb became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The printed circuit board (pcb) interface breakout and footswitch assembly were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on december 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming printed circuit board (pcb) interface breakout and a nonconforming footswitch assembly. However, how and when the parts became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during surgery, a system message displayed and the laser could not be emitted. There was no patient impact reported. Additional information has been requested.